Event description:
The surgeon had to cancel the shoulder surgery before he started because he could not see through the scope. The pt was already under general anesthesia. No other info is available at this time.

Manufacturer narrative:
There is moisture in the rear of the scope. This caused the cloudy picture on the monitor. Device was sent to vendor for further eval. (B)(4), (B)(6) 2008.